Manufacturer narrative:
Additional devices implanted and involved in this event: plc231000/11748533 and plc271200/11843271. UDI numbers for the lots are as follows: lot 11541879: (B)(4); lot 11748533: UDI (B)(4); lot 11843271: (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent treatment of a 26.2mm abdominal aortic aneurysm (aaa) and 37.7mm right common iliac artery (rcia) aneurysm, whereby gore® excluder® aaa endoprostheses and gore® iliac branch endoprostheses were implanted. It was reported the left common iliac artery (lcia) measured 28.2mm at time of implant. It was reported, all devices were successfully deployed in the intended locations without any reported adverse issues. Final angiography showed exclusion of both aneurysms with no evidence of endoleak. The patient was reported to have tolerated the procedure. On (B)(6) 2013, follow-up imaging showed the abdominal aortic diameter measured 28.2mm, the rcia diameter measured 38.4mm, and the lcia diameter measured 26.7mm with no evidence of endoleak. On (B)(6) 2014, follow-up imaging showed the abdominal aortic diameter measured 27.3mm, the rcia diameter measured 32.3mm, and the lcia diameter measured 27.2mm with no evidence of endoleak. On (B)(6) 2014, follow-up imaging showed the abdominal aortic diameter measured 27.9mm, the rcia diameter measured 30.8mm, and the lcia diameter measured 26.8mm with no evidence of endoleak. On (B)(6) 2015, follow-up imaging showed the abdominal aortic diameter measured 32.5mm, the rcia diameter measured 30.1mm, and the lcia diameter measured 26.5mm with no evidence of endoleak. On (B)(6) 2016, follow-up imaging showed the abdominal aortic diameter measured 32.7mm, the rcia diameter measured 31.6mm, and the lcia diameter measured 27.6mm with no evidence of endoleak. Reportedly, the physician stated, the cause of the aneurysm enlargement is due to a dissection proximal to the trunk-ipsilateral leg component, not within the treatment area and unrelated to the gore device.